Manufacturer narrative:
The event occurred in (B)(6). Device evaluated by MFR: device not requested for further investigation.

Event description:
The initial reporter complained of a questionable tropt sensitive result for 1 patient that was not matching the patient's clinical picture. The date of event is only an approximation as the specific date was not known. The patient, who had been experiencing chest pain for 9 hours, visited the customer's clinic. The tropt sensitive result was negative. The doctor, who suspected coronary artery disease (cad) based on the results of an electrocardiogram, believed the trop t sensitive result should have been positive. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return material for the investigation, retention materials were used. Native blood samples and spiked blood samples were tested on both the a cobas h232 meter and on a cobas e411 instrument. The results from the native blood samples and the spiked samples recovered within specification on both devices. The investigation did not identify a product problem.